Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Please provide the date and surgical findings of the mesh erosion removal. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse events associated with patient's first event reported via mw # 2210968-2021-00172.

Event description:
It was reported that a patient underwent an uncomplicated sling procedure in (B)(6) 2020 for urinary stress incontinence and mesh was implanted. It was reported that the patient at check-up at the hospital on (B)(6) 2021 could feel the erosion of the device, and could not have intercourse. It was also reported that the patient had recurrent cystitis. On gynecological examination, erosion under the mid-urethra was found. The patient was informed that the vaginal part of the sling could be removed. On (B)(6) 2021 the patient had four cm of the sling removed under general anesthesia. Additional information was requested.